Event description:
During the initial implant procedure, the helix of the right ventricular (rv) lead broke off and was free-floating in the patient. The rv lead was explanted and replaced to resolve the event. The patient was stable.